Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving previously intrathecal medication via an implantable pump for spinal pain indica tions. The patient reported they had an magnetic resonance imaging (MRI) of the lumbar area in november of 2023. Patient stated by the time they went to the doctor after the MRI, it was several weeks and they were hurting really bad. The doctor did not know what was going on and when they interrogated the pump, it showed the pump had been cut off. Patient stated they called the number on the back of their ID card and was told to call medtronic. Patient then called the doctor's office and was assured the doctor would have a representative get in touch with the patient to make sure everything was okay. The representative called the patient the next morning and confirmed everything was working as intended. Additional information was received from the patient receiving previously intrathecal morphine (unknown) and currently receiving hyd romorphone via an implantable pump for spinal pain indications. The patient stated they had an magnetic resonance imaging (MRI) done in the past at this same MRI facility and their pump did not turn back on. Patient stated they were unaware that the pump was not turned back on, but they were hurting really bad and their doctor was trying to tell them how to do medications by mouth to accommodate what was going on because they all did not know the pump was off. Patient went in for their appointment, which took a little more time than normal because of the holidays, but when their pump interrogated after this happened last time, they found out it was not on. So, basically from the time they had the MRI until the time of their appointment, they were without medication which was why they were in such bad shape. Patient mentioned they first had morphine in the pump but then were switched to hydromorphone.